Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-03103; 2122870-2011-03155.

Event description:
The customer reported that erroneous/imprecise human chorionic gonadotropin (bhcg) results were generated on a unicel dxl800 access immunoassay system for multiple draws of a single patient over multiple days. This report represents the imprecise human chorionic gonadotropin (bhcg) results generated for the patient on (B)(6) 2011. Data provided by the customer indicates that the three, same-patient results generated from the unicel dxl800 access immunoassay system recovered within the normal reference range but collectively did not meet the assay's precision claims. An imprecise, repeat bhcg result was reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The sample was collected in a lithium heparin tube and was centrifuged prior to testing. Instrument quality control results and system check information was not provided by the customer.